Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the twisting of the plunger of a preloaded insertion system, model pcb00, to insert the lens, the surgeon heard an unusual clicking noise. The lens, which was partially out of the cartridge or injector, shot out with such force, it nearly tore up all the female patient's zonules in her right eye. This resulted in vitreous loss. Additional information was provided that the patient had a small hyperopic eye with iris prolapse. Also, the surgical tech was in a hurry loading the lens and that they did not wait for the dwell time. There was capsule tear and an anterior vitrectomy performed. The surgeon implanted a capsular tension ring (ctr); however it rotated and it is unknown if it was removed. Another lens from another manufacturer was used as replacement lens. It's too soon to know patient status. No further information was given.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and the plunger component was observed in a fully advanced position. Cartridge was observed fully engaged into lower body of the pcb00 device. The cartridge tip was observed deformed and the reported device issue for cracking noise when twisting injection rod could not be verified on the returned product. The lens was not evaluated as it was returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: the actual intraocular lens was not returned; however, the preloaded delivery system was returned and was investigated. Device evaluation: (corrected) the intraocular lens (iol) was not returned to the manufacturer. The preloaded delivery system for the intraocular lens was returned for investigation. Visual inspection of the delivery system was performed and the plunger component was observed in a fully advanced position. The plunger push rod assembly was able to advance the lens out of the delivery system device. No assembly issues were detected. Cartridge was observed fully engaged into lower body of the pcb00 device. The cartridge tip was observed deformed and the reported device issue for cracking noise when twisting injection rod could not be verified on the returned delivery system. The lens was not evaluated as it was not returned. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
As part of the evaluation of the returned sample, an engineering test was conducted. The testing consisted of two tests, the lens re-delivery and dye test. The lens re-delivery for the marketed/used returned pcb00 lens sample was smooth and continuous. The dye test is a functional test executed during the coated cartridges manufacturing process to check the coating presence in the internal section of the cartridges. Dye test result showed overall coating was present in the returned sample lens. Both tests resulted in a pass disposition. All pertinent information available to abbott medical optics has been submitted.